Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones, and exhibited an extended charge time of 27 seconds. Premature battery depletion was alleged. The device was explanted, successfully replaced and returned to boston scientific for analysis.